Event description:
Event description guidant received information that this pacemaker which was implanted for two months, was unable to be telemetered, had no magnet response and had no evidence of pacing output. The pacemaker was explanted, replaced and returned for analysis.